Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the balloon did not inflate, then inflated, but could not be deflated. The balloon was deflated and removed from the patient after pulling back the guidewire. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Manufacturing date ¿ added, device evaluated by mfg ¿ corrected, expiration date - added, product available to stryker ¿ corrected, returned to manufacturer on - corrected. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned within the dispenser hoop. Visual inspection did not reveal any damages. A 0.0166 inch patency mandrel was advanced without difficulty. No other anomalies were noted. The reported leak could not be confirmed during analysis. A demonstration 0.014 inch guide wire guidewire was introduced and advanced through the catheter proximal end with no resistance. During functional testing, the balloon was advanced to the distal tip to seal, without difficulty. The balloon was inflated and deflated without difficulty; there were no tears or leaks noted to the inflated balloon. There was blood noted within the balloon catheter which could have caused or contributed to the inflation and deflation issues during the procedure. Information available suggests that the guide wire was pulled back in an attempt to deflate the device during the clinical procedure, which would have allowed blood to enter the balloon catheter. Based on the information available, cause of the reported balloon leak cannot be definitely determined.

Event description:
It was reported that the balloon did not inflate, then inflated, but could not be deflated. The balloon was deflated and removed from the patient after pulling back the guidewire. There were no reported clinical consequences to the patient.